Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Investigation summary: bd had not received samples, but 1 photo was provided for investigation. Evaluation of the photo indicated a yellowish edta clump in the tube. Due to the size of the deposit, the additive has yellowed slightly on irradiation. Additionally, 100 retention samples from bd inventory were visually inspected and edta clumps were found. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. A trend was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for additive abnormality; foreign matter was not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes,1 tube contained foreign matter(fm). There was no health impact or consequences reported.